Event description:
It was reported the device was used during a right colectomy procedure. It was reported the surgeon fired the tlc10 three times without difficulty. The surgeon also fired the tx60b once without difficulty. It was reported the pt needed a blood transfusion postoperatively and is still in the hosp. It was reported the pt was also taking a blood thinning medication.